Event description:
The manfacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use.during the evaluation of the device at the manufacturer's service center, a "service required" code was observed in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.